Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2019. Explanted: product type catheter suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (unknown concentration at 7.2 mg/day) and morphine (unknown concentration at 1.8 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had surgery on (B)(6) 2022 and the catheter was inadvertently cut. The hcp wanted to program the pump off; however, was not aware that the pump could not be turned back on at a later date. The hcp decided to wait on programming and try to contact the pump physician. No symptoms/patient complications were reported.